Manufacturer narrative:
H10: three (3) actual samples were received for evaluation. A visual inspection along with magnification was performed which did not identify any abnormalities that could have contributed to the reported condition; no particulate matter was identified. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that black and white particulate matter was observed in three (3) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was observed prior to use. There was no patient involvement. No additional information is available.